Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, reprocessing methods, and to correct b5 (information inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. It was noted that the foreign material may be a missing piece of gauze. Pre-cleaning information- there was no delay to the start of pre-cleaning which was properly implemented. The air/water nozzle was flushed with water and air. Manual cleaning information- it was unknown if there were any abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped or brushed with a clean lint free gauze, brush, or sponge. The air/water nozzle was flushed with a detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The device was inspected before use.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to the wear of the angle wire, bending the angle in the up direction does not meet the standard value; the play of the up and down knob was outside of the standard range due to angle wire wear; part of the insertion tube was caught and pinched; the insertion tube was deformed; the adhesive on the distal sheath had a chip and was cracked with a white clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the gastrointestinal videoscope displayed a cloudy image. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the nozzle was clogged with foreign material, and it is unclear when the clogging occurred. This report is intended to capture the reportable malfunction of foreign material found in the nozzle during estimation.